Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing got detached at the quick release. The patient observed insulin came out of the tubing about 3 hours after the set was changed. The patient had this issue with three sets. No further information available.